Event description:
My overall health had been declining for about 2 years. I had seen 5 different doctors for symptoms like chronic exhaustion, muscle fatigue unrelated to physical effort, cardiac arrhythmia, burning mouth syndrome, anxiety, joint and back pain, hormone failure, adrenal fatigue and burning sensation in my left breast. In (B)(6) 2019 functional medicine doctor suggested my 10 year old mentor memory gel silicone implants could be underlying cause for these otherwise unexplainable symptoms. After consulting with a plastic surgeon I decided to have my implants removed. It was found after en bloc removal that the left implant was fully ruptured. FDA safety report ID # (B)(4).